Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using two proglide devices via a 5fr sheath after a diagnostic procedure for a dural arteriovenous fistula/malformation. One proglide device failed as pulsatile arterial flow was not seen (in marker lumen) and one proglide had an unspecified device malfunction occur. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.